Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please provide the patient's weight and bmi at the time of index procedure. On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Were any pre-op cleansing procedures changed recently? If yes, please describe does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Are there any photos available? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a wound closure procedure on (B)(6) 2023 and suture was used for a lip laceration due to head and face pain after trauma for 1 hour. The patient fell on a tricycle one hour before admission, causing pain in the head and face. At that time, the patient felt pain and bleeding in the forehead and upper lip, without coma, nausea and vomiting, fearlessness of cold, and ignoring blurry objects. CT examination of the brain: bilateral basal ganglia areas with consideration of lacunar cerebral infarction, follow-up and follow-up; left frontal scalp hematoma; no obvious hematoma was found on intracranial plain scan, and follow-up examination is recommended. Debridement was performed and suturing of cleft lip injury with thread under local anesthesia. On the second day after surgery, the patient complained of lip pain. Physical examination: swelling of the lip skin and mucosa, no detachment of the suture, and pus around the suture with wound secretion. Considered linear allergic reactions. Continue to administer oxacillin sodium for injection to enhance anti infection, as well as administer 3% hydrogen peroxide and compound huangbai liquid coating for daily local dressing changes. On the 8th day after surgery, the patient reported relief of lip pain. Physical examination: there is no swelling in the skin and mucosa of the lip, and no pus is found around the suture. Additional information was requested.